Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, it was reported that the customer uses cold insulin in the cartridge. The customer's blood glucose (bg) level was 126 mg/dl. The customer loaded a new cartridge with 300 units of insulin and resumed insulin delivery. Then, the customer reported receiving an inaccurate fill estimate. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer reported bg level was 68 mg/dl. It was confirmed that the customer will consume food to treat bg level.